Event description:
It was reported that during a procedure performed on (B)(6) 2014, while inserting the reform pedicle screw in the lumbar spine, the tip of the polyaxial driver broke. The screw was almost completely seated and the rod and cap screw were inserted and finally tightened without issue. The tip of the screw remains in the head of the screw implanted in the patient. No delay or injury to the patient was reported. Information provided indicates that the surgeon believed that the driver was not fully engaged in the screw, causing the tip to break.

Manufacturer narrative:
Other serious: retained foreign object as tip of driver remains in the head of the screw implanted in the patient. Investigation is in process but not yet complete. Initial information provided indicates that the device will be returned. A follow-up report will be submitted upon completion of investigation.